Event description:
Post operative jackson-pratt drain reservoir became disconnected. "Rings around the bulb kept falling off." "Jp bulb becomes disconnected between the tubing and the nipple of the bulb."